Event description:
During an anterior resection the tissue was prepared for an end to end anastomosis. The gun was assembled, closed and the red marker was noted to be in the middle of the safe firing range window. The surgeon also confirmed that they also had tactile feedback of the tissue being secure between the head and the shaft of the device. The device was fired and there were two complete donuts, but the staples did not appear to be properly formed. The staples appeared "d" shaped and not 'b' shaped as would be expected. The tissue appeared to be of normal tissue thickness. The patient required a hartmanns procedure with colostomy.